Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the physician noted a merlin.net transmission indicating that the high voltage lead impedance (hvli) on the right ventricular (rv) lead had increased and was out of range. Technical support was contacted and advised reprogramming changes to resolve the event. No intervention was performed on the rv lead. The patient was then hospitalized due to unrelated hypervolemia. During the hospital admission, the patient expired due to electrical and mechanical dysynchrony. There is no allegation from a healthcare professional that the patient¿s death was related to the implanted lead.